Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2019-00441, 0001822565-2019-00442. Concomitant medical products: fem prc lt m/rt l sml+, item# 00579002200, lot# 60144637. Tib plate prc mlt/lrt s1, item# 00579004512, lot# 60091003. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that dr woodruff revised a patient's m/g uni to a left tka due to pain in the left knee. There is no additional information at this time.

Manufacturer narrative:
The complaint is considered confirmed as an image of the explanted device was provided. Bone cement was seen with the tibial and femoral components. Posterior end of the articular surface was discolored. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.